Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report that the device has a paddle current leakage issue. The patient was involved but there was no adverse patient impact.